Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 10/23/2019. H3 evaluation: *it was received for analysis two opened samples of product code epm8731, lot paj668. During the visual inspection of two opened samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. *it was received for analysis four unopened samples of product code epm8731, lot paj668. During the visual inspection of four samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass procedure on an unknown date and suture was used. The suture broke not at the needle but at the body of the suture while the surgeon was tying it. Case completed with another device of the same product code. There were no patient consequences reported.